Event description:
Nurse was turning patient and noticed wetness around the foley. Nurse noted urine leaking around the access port. Upon investigation charge nurse was called and took picture of broken foley part. Foley removed. Part was found in bed.